Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer's blood glucose level. A technical support representative provided information to reset the pump and assisted in performing the reset. The malfunction code did not recur after the reset, so the customer was advised to continue using the pump and to call back if the issue recurred.